Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and identified as requiring replacement. A third party service contractor was employed to complete the repair. No conclusion can be drawn as repair information is unavailable at this time and no addition service information was provided.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.